Event description:
The following was reported to hamilton medical ag: customer reports p&t knob causing values on screen to change without user input. During patient set-up, but prior to being put on patient no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: customer reports p&t knob causing values on screen to change without user input. During patient set-up, but prior to being put on patient. No patient involvement.